Event description:
It was reported by the clinician that the sheath was inserted in the cath lab. Upon removal of the dilator, blood leakage was noticed around the hemostasis valve. As a result, another kit was opened and used. There were no pt complications reported.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional info becomes available.